Event description:
It was reported that during the implant procedure the physician was not able to insert a stylet to the tip of the right ventricular (rv) lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed, and the stylet/guidewire was kinked/buckled. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis indicates damage during use. The returned stylet was kinked due to damage at the implant attempt. Resistance was felt when attempting to insert. The testing passed with a new stylet. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.